Event description:
It was reported the patient experiences uncomfortable heating and pain at the ipg site regardless of stimulation being on or off. Patient has not used stimulation for approximately 1 month. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.